Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent an emergency endovascular treatment for acute type-b aortic dissection with malperfusion by implanting gore® tag® conformable thoracic stent graft with active control system (ctag with active control). It was reported the entry of dissection was below the left subclavian artery. At the final angiography after ctag with active control (tgm343420j/21363745) was implanted, occurrence of retrograde type-a aortic dissection (rtad) was suspected. On that day, the patient was converted to an emergency ascending aortic replacement. The stent graft was not explanted and still remains implanted in the patient. The patient tolerated the procedure. The physician admitted that there was a risk of rtad. He thinks that the size of the stent graft and the position of implant were just fine.